Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump would not power on after a recent battery change. The reporter was advised to reinsert the new battery; the pump then had audible tones but a blank display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: a review of the pump¿s history showed multiple call service alarms. During testing, the pump powered on to a fully illuminated and functional display screen. The blank screen was not duplicated. The pump cover was opened and no evidence of moisture corrosion was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.